Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump gave an incorrect reading when the patient corrected for an elevated blood glucose level of 469mg/dl. There were no reported signs or symptoms and therefore does not meet the animal criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 3/21/2014 with the following findings: during investigation, the pump¿s history was reviewed and showed the last basal delivery was on 01/12/2014; no activity outside of normal use was observed. The total daily dose calculated correctly and equaled the basal target rate. The ¿ez-carb¿ and ¿ez-bg¿ correction calculation for 469mg/dl was calculated manually and with the pump with the same result. The pump performed within specifications. The history settings issue was not duplicated during the investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.